Event description:
New information received notes the lead exhibited high capture threshold and suspected lead fracture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. Upon interrogation, the right ventricular lead exhibited out of range high impedance. An increasing trend in lead impedance was noted since (B)(6) 2019. No intervention was performed. The patient was stable and will continue to be monitored.